Event description:
It was reported that this pacemaker exhibited right ventricular intrinsic amplitude out of range. Technical services (ts) confirmed there was no ventricular undersensing observed. However, ventricular oversensing was noted on the presenting electrogram (egm). No adverse patient effects were reported. This device system remains in service.